Event description:
It was reported "iab rupture. Blood was noted in the driveline approximately 0600-0700. Providers notified and iab discontinued. Iab was not replaced. No reported issues with removal". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "iab rupture. Blood was noted in the driveline approximately 0600-0700. Providers notified and iab discontinued. Iab was not replaced.no reported issues with removal". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff; the sheath was noted buckled. Blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/ polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6cm from the iabc distal tip. The outer lumen was noted damaged, consistent with being unraveled, at approximately 56cm from the luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for blood in the helium pathway is confirmed based on the returned state of the device. Blood was confirmed present within the iabc helium pathway. Upon return, various damages noted to the iabc central lumen and outer lumen, where the iabc central lumen was noted damaged near the iabc distal tip, and the outer lumen was noted damaged, consistent with being unraveled. Either damage can allow blood to enter the helium pathway. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first. Based on a review of the device history record (DHR), the product met specification upon re-lease; however, the specifications were not met during the complaint investigation due to the damaged central lumen and damaged outer lumen. The root cause of the complaint is undetermined. This will be monitored for any developing trends. Corrections have been established for the damaged central lumen issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.